Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) after experiencing two consecutive charge times outside of the extended charge time limit for the device. The patient was seen for a device change out procedure where the device was explanted and replaced. A request for the return of the device has been made. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the device has not been returned for analysis. Should additional information become available, this report will be updated.